Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that at 6 weeks follow-up check, low sensing and high capture thresholds were observed. Micro dislodgement was suspected and patient was scheduled for revision. After attempting to reposition the lead, high capture thresholds and low sensing were still noted. The helix would not extend appropriately. The physician decided to explant and replaced the lead. Patient was in stable condition.